Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. Visual inspection of the radial reload noted that the staple cartridge was partially fired and disengaged from the channel. Engineering evaluation determined that an extra component was present within the cartridge assembly. This extra component prevented the staple cartridge from being properly seated within the channel during the assembly process. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, an assembly error was identified during product analysis. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request.

Event description:
According to the reporter: occurred during a thoraco / wedge / segmental resection procedure. The surgeon started to fire the device, however, the staple cartridge was disengaged from the jaw and was pushed forward. The knife was moved forward, however, the tissue was not resected and stapled. Replaced by a new cartridge and the firing was completed with no problem. There was no patient harm.